Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the insulin infusion set and was advised to change supplies; after the site change, blood glucose returned to target, and the user did not observe the infusion set closely for issues such as a bent cannula. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no hospitalization. Investigation included customer follow-up and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction or component failure, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.